Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occured. The lesion being treated was 90% stenotic and in a tortuous iliac artery and the lesion was not predilated. The physician was not able to cross the lesion with the stent delivery system. "While retracting the stent through the destination sheath, the stent hit the tip of the sheath and dislodged." The physician attempted to locate the stent with a snare. "The stent could not be retrieved and was deployed in the iliac artery." The deployment site was not at the target lesion. The procedure was aborted and the patient will be brought back at another time. The current patient condition is reported as "ok."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.